Manufacturer narrative:
On 01/09/2019, mentor received additional information about the event. - patient had both breast prostheses explanted and replaced with mentor smooth round moderate plus profile 400cc saline breast prostheses. - patient developed ptosis in her right breast. Ptosis patient code has been added. On 01/15/2019, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 02/06/2019, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 1.9 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 400cc saline breast prosthesis, catalog #3502400, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 400cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was reported. As a result, the patient underwent explantation on (B)(6) 2018.